Event description:
It was reported an unspecified insulin syringe had the cannula breaks off (patient or non patient end) or pulls out / unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer noticed "the rear end is broken and gets stuck."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-11. H.6. Investigation summary : customer returned (1) open 4mm, 32g pen needles without the tear drop label or outer cover. Customer states that the rear end of the cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Bd was unable to perform DHR check for cannula broken (npe) due to unknown lot number. Based on the sample received the investigation concluded that bd was able to confirm the customer¿s indicated failure. Root cause: user error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported an unspecified insulin syringe had the cannula breaks off (patient or non patient end) or pulls out / unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer noticed "the rear end is broken and gets stuck."